Event description:
The customer stated that samples from four patients generated discrepant architect b-hcg results. The first patient sample generated an initial falsely elevated result of 46 miu/ml that was repeated at less than 1.2 miu/ml. The discrepant result was not reported out of the lab, and there was no impact to patient management documented.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
(B)(4). A product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated (B)(6) concentrations on the architect i1000sr system. (B)(6) samples have returned both (B)(6) and grey zone (B)(6) results when a high concentration (B)(6) sample is assessed prior to the (B)(6) sample with architect total (B)(6) (list number 7k78/6c21) on an (B)(6) instrument which also utilizes the architect (B)(6) (list number 6c17) assay. Further investigation of this quality issue will be conducted. An investigation is in process.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4), evaluation results: architect b-hcg assay results. Conclusion: architect b-hcg assay results. An investigation was conducted in response to the complaint. A review of the complaint text, device manufacturing records, assay package insert and the results of the field service inspection was performed. The assay package insert addressed this issue under "limitation of results interpretation" , "trouble shooting and diagnostics" and "specimen collection and preparation". The review of the complaint text and the field service inspection revealed that the robotic sample handler was not positioning the sample carriers correctly for aspiration. A three- month search for complaints of similar incidents was also conducted and no complaints with similar root cause were identified. Based on the investigation results, sample preparation and hardware failure were not able to be ruled out as potential causes of this issue and a malfunction could have been contributed to the incident. This is a final report